Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was unexpectedly shutting off during infusion. They stated that the pump did not alarm. Mmd did follow up with the initial reporter. They stated that there had been no adverse effects to the patient that were reported and that they had no further information. [Complaint-(B)(4)].